Event description:
The flex arm was faulty. It was an out of box failure, brand new set not being used on anyone. The distributor took it out for inspection before sending to the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.